Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call they experienced high blood glucose level. The blood glucose of the customer was 419 mg/dl at the time of the incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose level event. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was not alleging insulin pump was under delivering. It was unknown if the insulin pump was on auto mode. The customer was treated with insulin pump. The customer did not experienced any other symptoms. The insulin pump will not be returned for analysis.